Event description:
I used the philips electric toothbrush that I bought off (B)(6) and after months of regular use. Since I first bought it (B)(6) 2019, I used it once within the last 2 weeks and my teeth began to vibrate and feel a shakiness, discomfort, and pain. I stopped using it. I have not had the device tested. FDA safety report ID # (B)(4).